Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified the tip with several damages with exposed braid. It was initially reported by the customer that during procedure, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 17-oct-2023, the bwi pal revealed that a visual inspection of the returned device found the tip was observed with several damages with exposed braid. This finding was reviewed and determined the issue is an MDR reportable malfunction since the integrity of the device has been promised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual inspection was performed, and the tip was observed with several damages with exposed braid. There was evidence of stress marks and excessive force were observed and also the pebax was observed in yellowish condition with no external damage nor foreign material inside. According to the provided video by the customer, the vector was observed inverted however, during the product investigation no force issues were observed. The force feature was working correctly. A manufacturing record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. The force issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The damage observed on the tip could be related to the handling of the device after procedure since there is evidence that the device was manufactured according to the established specifications. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the damage at the tip. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) for the customer reported force issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).